Event description:
A customer service representative sent an email to baxter corportate product surveillance to report an interlink continu-flo solution set in which a hole was observed. According to the report, normal saline was being flushed through the IV tubing port with a 10ml syringe. When the cannula was removed from the port, there was a hole in the port and blood was being drawn backwards. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed, as the sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.